Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the instrument broke during use.

Manufacturer narrative:
This follow-up report is being filed to relay corrections and additional information. Complaint sample was evaluated and the reported event was confirmed. A visual inspection of the device revealed it had a fracture. The device was manufactured in march 2014 and had an approximate filed life of two (2) years with an unknown frequency of use. DHR was reviewed and no discrepancies were found. This type of failure is typically attributed to the devices being subjected to higher stresses. Per the package insert of these instruments, end of life is normally determined by wear and damage due to use. Prior to use, the instrument should be carefully inspected and not used if damage or wear that may compromise its function is noted. Based on the information provided, it is likely that the fracture is a result of normal wear during the instrument¿s field life. Therefore it is believed the root cause is associated with wear and tear from general use. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.